Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was not received for evaluation. The reported condition of a fractured locator abutment was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown.

Event description:
Doctor reported that the imloa003 locator abutment snapped off at the implant / abutment junction.